Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020 the thread of the driving cap for insertion handle for trochanteric fixation nail-advanced (tfna) broke. There was a surgical delay of twenty (20) minutes due to the reported event. The surgery was successfully completed. No patient consequence is reported. Concomitant devices reported: connector for driving cap (part# 03.037.120, lot# 9165604, quantity 1), unknown tfna nail (part# unknown, lot# unknown, quantity 1), unknown tfna helical blade (part# unknown, lot# unknown, quantity 1), unknown locking screw (part# unknown, lot# unknown, quantity 1), unknown end cap (part# unknown, lot# unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: (B)(4), selected flow: damaged. Visual inspection: the visual inspection confirmed that the threaded tip of driving cap tip is broken off. In general, the driving caps present heavy hammer marks (dents) from hammering; the instrument is in a bad condition. The broken driving cap tip is jammed in the returned connector. Dimensional inspection: the relevant dimensions cannot be verified due to the damage incurred. Document/specification review: drawing was reviewed during this investigation. The broken surface is homogenous what indicates material conformity to the specification as well. Summary: the returned driving cap was examined and the complaint condition was able to be confirmed. The investigation has shown that the the threaded tip of driving cap tip is broken as well heavy hammer marks at the instrument are visible. The broken tip is jammed in the returned connector. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The visible signs, like heavy hammer marks on the instrument, indicate strong applied mechanical force during insertion of the nail. Therefore we have to assume that simply too much applied mechanical force, well beyond its calculated design caused the breakage of the threaded tip. This production lot (9270809) was manufactured in february 2015 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would have contributed to this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 03.010.523, lot: 9270809, manufacturing site: bettlach, release to warehouse date: february 23, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.